Event description:
This l v lead was implanted on (B)(6) 2016 and remains implanted at the time. A call was placed to technical services on 5/22/2017 stating that clinician check the sensing for the l v lead and state that this has been turned off but no record of the reason. The physician was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).